Event description:
On an unspecified date a consumer had essure inserted. Consumer reported that 18 months after having the procedure done, she experienced horrible pain and an inflammatory systemic cascade. She had to have a hysterectomy to remove the inserts, one of which had perforated her uterus.

Manufacturer narrative:
Follow-up received on 04-may-2016: information received via legal claim states that plaintiff had essure inserted for permanent sterilization and subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced inflammatory systemic cascade (interpreted as inflammatory marker increased), one of inserts perforated her uterus and severe bleeding (interpreted as genital bleeding). The uterine perforation and genital bleeding are listed events while the inflammatory systemic cascade is unlisted in the reference safety information for essure. In this particular case, she started having genital bleeding and inflammatory marker increased after essure insertion. A hysterectomy was performed and the uterine perforation was noticed. Considering the suggestive temporal relationship and lack of alternative explanation, it is not possible to exclude the causal relationship between all these events and essure. Other non-serious events were reported. This case is regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0353). Consumer reported that after having the devices implanted in 2008, she entered into a nightmare of pain, infections, severe bleeding, swelling, and a host of other complications due to an inflammatory systemic cascade. According to consumer, the placing doctor was not trained enough to recognize, during the hysterosalpingogram, that one of the inserts had perforated her uterus and would eventually scar into the omentum. Consumer also reported that health care professional was not aware of the complications that could arise and so told her for 18 months that there was nothing he could do to help her, because her declining health could not have had anything to do with the essure inserts. After consumer's primary care doctor did the blood work showing the inflammation levels, he stated that inserts were killing her and they would have to come out immediately. Two weeks later she had a hysterectomy and immediately the searing burning pain in her abdomen was gone. It took almost 3 years for some of the other symptoms to dissipate and now the only lasting recovery she deals with is the result of the hysterectomy. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced inflammatory systemic cascade (interpreted as inflammatory marker increased), one of inserts perforated her uterus and severe bleeding (interpreted as genital bleeding). The uterine perforation and genital bleeding are listed events while the inflammatory systemic cascade is unlisted in the reference safety information for essure. In this particular case, she started having genital bleeding and inflammatory marker increased after essure insertion. A hysterectomy was performed and the uterine perforation was noticed. Considering the suggestive temporal relationship and lack of alternative explanation, it is not possible to exclude the causal relationship between all these events and essure. Other non-serious events were reported. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 10-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Correction 14-sep-2015 following company internal coding review: the previous event term "scar in the omentum" was recoded to meddra llt "peritoneal adhesions". Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced inflammatory systemic cascade (interpreted as inflammatory marker increased), one of inserts perforated her uterus and severe bleeding (interpreted as genital bleeding). The uterine perforation and genital bleeding are listed events while the inflammatory systemic cascade is unlisted in the reference safety information for essure. In this particular case, she started having genital bleeding and inflammatory marker increased after essure insertion. A hysterectomy was performed and the uterine perforation was noticed. Considering the suggestive temporal relationship and lack of alternative explanation, it is not possible to exclude the causal relationship between all these events and essure. Other non-serious events were reported. This case is regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.